Manufacturer narrative:
Tech asked the account to check pins (B)(4). No further info is available on the repair of the bed at this time.

Event description:
The account alleges the bed exit will not send a priority call at the nurse's station. No pt impact.